Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to urgent care and diagnosed with cellulitis/staph infection. The patient was treated with cephalexin (250mg/10 ml clindamycin 75 mg//5ml for 10 days 3 times a day) and asked to use a hot compress to drain the pus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.